Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6)2026. On (B)(6)2026, the patient experienced issues with her insulin pump and observed a rise in blood glucose levels. Although no specific blood glucose value was reported at that time, the cgm displayed a high reading. Upon inspection, the patient identified a kink in the pump tubing and replaced the pump. After reconnecting the pump to the cgm sensor, the cgm reading changed to low. Concerned, the patient consumed food in an attempt to correct the perceived low glucose level; however, the cgm reading did not change. The patient performed a fingerstick test, which showed a blood glucose level of 109 mg/dl. This value was confirmed as reported by the patient. She then checked ketone levels and reported ¿large ketone levels,¿ although no specific measurement was provided. During this period, the patient experienced symptoms including malaise, sweating, nausea, and lethargy. The patient attributed the elevated ketones to the corrective actions taken in response to the low cgm reading. The patient presented to the hospital, where a fingerstick test showed a blood glucose level of 167 mg/dl (confirmed as reported by the patient). Treatment included intravenous fluids and anti-nausea medication. No additional interventions were reported, and the patient was discharged after approximately five hours. Although she continued to feel unwell at the time of discharge, she indicated that her condition had improved compared to her initial presentation. At the time of the report, the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the b,c zone of the parkes error grid. No additional patient or event information is available.